Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on july 16, 2007, and alleged that the meter would not power on. The patient stated she was unable to test because of the power issue. The power issue started ten days earlier. The patient also alleged that the day the power issue started, she "fell into a hyperglycemic coma." She had been feeling tired and cold. Emergency services arrive at her home and found her. Her blood glucose was tested (result unknown) and she was treated with 36 units of insulin. She was admitted to the hospital for one and a half weeks. She reported that prior to the event, she took and increased dose of her diabetes medication. The patient did not have any test strips for troubleshooting. It would have been helpful to know how long the patient was unable to test, her medication regimen, how long before the patient was found, and when the patient's symptoms began. The meter has been replaced. This complaint is being reported, as the meter would not power on and the patient was unable to test. Some time after taking her insulin she became hyperglycemia, which required medical intervention.